Event description:
It was reported the right ventricular lead was under-sensing and had high thresholds. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable cardioverter defibrillator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).